Manufacturer narrative:
Troubleshooting of the device was performed remotely, and the customer confirmed that upon cleaning the electrical contacts in accordance with the instruction provided by olympus technical support, the issue resolved. The device was not returned for investigation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that, during the beginning of use of their visera elite ii video system center device in an unknown therapeutic procedure, the device displayed an e226 clean electrical contacts error. The customer was provided with the steps required to clean the paddle connection. The customer later confirmed that cleaning the contacts did in fact resolve the issue, and that the procedure was completed with the same device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
Updated fields: h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the contacts were not adequately cleaned. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.